Event description:
A customer contacted beckman coulter inc. (Bci) to report elevated troponin (accutni) results above the ami cut off generated by the access 2 immunoassay system for one (1) patient. Repeat testing of the samples on the access 2 reproduced the elevated result. Elevated troponin (accutni) results were reported out of the lab. The patient's scheduled operation was delayed due to the elevated accutni results.

Manufacturer narrative:
Samples were collected in lihep plasma tubes, centrifuged at 8000 rpm for 3 minutes or 3000 rpm for 10 minutes. Qc is performing within the customer's established limits. A sample was sent to bci customer product line support (cpls) for additional testing, which confirmed a patient source interferent. Root cause for the event is associated with a patient source interferent.